Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR: the synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was selected for use in a percutaneous coronary intervention. However, during preparation, it was noted that the tip of the stent was kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous and severely calcified. Additionally, the device was used inside the patient.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was selected for use in a percutaneous coronary intervention. However, during preparation. It was noted that the tip of the stent was kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was selected for use in a percutaneous coronary intervention. However, during preparation, it was noted that the tip of the stent was kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous and severely calcified. Additionally, the device was used inside the patient's body.